Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder module would reset itself. The user attempted to recalibrate the device, but the attempt failed. The user was able to clamp manually, and the device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.